Event description:
It was reported to boston scientific corporation that a hedgehog was used during a scope cleaning on unknown date. During scope cleaning, the brush head broke at the stem. There was no patient involvement in this event.

Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date of april 1, 2025, was chosen as the best estimate based on the bsc aware date. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Manufacturer narrative:
Block b3: the exact event date is unknown. The provided event date of april 1, 2025, was chosen as the best estimate based on the bsc aware date. Block b5 (additional information): it was reported that the affected brush was the channel end. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog was used during a scope cleaning on unknown date. During scope cleaning, the brush head broke at the stem. There was no patient involvement in this event. Additional information was received on june 09, 2025: it was reported that the affected brush was the channel end.